Event description:
After placement into the patient, the deflecting mechanism in the catheter handle broke and the catheter was unable to deflect. There was no harm to the patient. Manufacturer response for surroundflow catheter, thermocool smarttouch® sf catheter (per site reporter) clinical site notified manufacturer rep directly.